Manufacturer narrative:
Implant date- estimated as (B)(6) 2021 as the closure device was implanted in (B)(6) 2021.

Event description:
It was reported that a thrombosis and ventricular fibrillation occurred. A left atrial appendage (laa) closure procedure was performed and a watchman flx laa closure device was implanted. Approximately four months post index procedure, a mobile thrombosis was seen via transesophageal echocardiography (tee) on the mitral side of the closure device. The patient also experienced ventricular fibrillation on an unknown date. In response, the patient was restarted on anticoagulant and fully recovered from this event.